Event description:
User stated the cleaning crew accidently hit the water reservoir in the back of the analyzer and broke the nipple fitting for the water line causing the reservoir to drain onto the floor. The water was in the area where the techs walk. No one slipped and no injuries occurred. No pt samples were involved.

Manufacturer narrative:
The user switched out the reservoir with the spare reservoir they had in the lab. The field service rep. Confirmed the fitting on the di supply bottle had broken off. He performed service on the analyzer to purge air from the lines. The user calibrated and performed qc.